Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803.

Event description:
Patient reports, being worried to have been too aggressive. And has chipped the bottom middle tooth, where it's most crowded. Per the patient, currently on upper/lower aligner #5, but the app will not allow her to update the system to tray 5. She switched one-day late. Otherwise has never missed a hyperbite day and the system schedule reflects being a week late.

Manufacturer narrative:
Report #3014845255-2024-02531 is a duplicate of report #3014845255-2024-01035 issued on 09-13-2024.